Manufacturer narrative:
(B)(4). Batch # p56r9g. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results showed that one ecr45b reload was received unfired, with the pan partially detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided but information was confirmed at device evaluation. Can you please clarify what is meant by ¿staple slate was not include in reload body¿? Are you referring to the staple cartridge? Is this in reference to the red staple retaining cap? Or, the silver metal pan of the reload? Was the issue observed in the packaging or upon opening the package?

Event description:
It was reported that during an unknown procedure, the staple slate was not include in reload body. There were no patient consequences reported.